Event description:
Internal data from the generator was received and reviewed.

Event description:
It was reported that during a new patient implant high impedance was observed with the initial generator that was going to be used. The lead pin was confirmed to be inserted completely. Nerve irrigation was performed but high impedance was still observed. The test resistor was then used and the impedance was still high. So the surgeon decided to use a new generator and the impedance was within normal limits with the second generator. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.